Event description:
The article, "transfemoral perimembranous ventricular septal defect device closure in infants weighing = 10 kg", was reviewed. The article presented a retrospective, single center study to evaluate the efficacy and safety of transfemoral perimembranous ventricular septal defect (pmvsd) device closure in infants weighing = (less than or equal to) 10 kg. Devices included amplatzer duct occluder ii, lifetech symmetric membranous vsd occluder, konar-mf vsd occluder, lifetech eccentric membranous vsd occluder, and occlutech pmvsd occluder. The article concluded that device closure of pmvsd¿s in children weighing = (less than or equal to) 10 kg is feasible and safe with good procedural success rates. Use of both the antegrade and retrograde approaches may be necessary depending on anatomical variances. [The primary and corresponding author was damien kenny, department of pediatric cardiology, children¿s health ireland at crumlin, dublin 12, republic of ireland, with corresponding email: damien_kenny@icloud.com] the time frame of the study was from july 2014 to march 2021. A total of 16 patients were included in the study, of which 6 received an abbott device. The average age was 11 months, the average weight was 8.3kg, and the majority gender was male. Comorbidities included down syndrome, 22q11 microdeletion, perimembranous ventricular septal defect (vsd), progressive left heart dilation, and vsd associated valve regurgitation.

Manufacturer narrative:
The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of transfemoral perimembranous ventricular septal defect device closure in infants weighing = 10 kg were reported in a research article in a subject population with multiple co-morbidities including down syndrome, 22q11 microdeletion, perimembranous ventricular septal defect (vsd), progressive left heart dilation, and vsd associated valve regurgitation.. Some of the complications reported were surgical intervention (surgical removal), hospitalization, aortic regurgitation, tricuspid regurgitation, hemolysis, residual shunt, off label use these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.